Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, helix issues were encountered, and it was hard to advance the lead. After the lead was placed, it was noted that it exhibited high out of range pace impedance measurements, greater than 2000 ohms. Troubleshooting was performed, and impedances were measured for over 10 minutes with no decrease in the value. The physician opted to replace the lead with a new one. No adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, helix issues were encountered, and it was hard to advance the lead. After the lead was placed, it was noted that it exhibited high out of range pace impedance measurements, greater than 2000 ohms. Troubleshooting was performed, and impedances were measured for over 10 minutes with no decrease in the value. The physician opted to replace the lead with a new one. No adverse patient effects were reported. This lead has been received for analysis.